Event description:
It was reported that the patient underwent surgeries in 2007 to accomplish bilateral gpi dbs for primary cervical dystonia. The patient notified the operating surgeon of a large scab-like area involving the right frontal incision outside the ER the night before the scheduled surgery. The patient was seen by the operating surgeon and ID consultant. On (B)(6)2010, the scab was no longer present; there was no discharge, erythema or fluctuance through the small skin opening involving the frontal incision overlying the dbs hardware, which was not exposed. Empiric oral antibiotics were prescribed. The patient reported no drainage though a recurrent scab or soft tissue formation would often fall off. The wound did not drain but the skin area was of concern. An infection of the hardware was suspected and management options were reviewed. On (B)(6)2010, the entire right dbs system was removed and submitted for culture analysis; the results were negative. Patient was discharged on (B)(6)2010. Subsequently, the patient was given home IV antibiotics 2 weeks post-op. Patient had good wound healing. Patient did not desire reimplantation of the right dbs system. The patient was currently receiving partial benefit (versus bilateral) from the left dbs. Additional information has been requested and will be made as follow up as it becomes available. (B)(4). Additional information from uf/importer: in 2007 patient underwent surgeries to accomplish bilateral gpi dbs for primary cervical dystonia. On (B)(6)2010, patient notified operating surgeon of having discovered a large scab-like area the night prior involving right frontal incision for which patient presented to outside ER on (B)(6)2010. Patient reported area cleaned at ER and instructed to follow up with surgeon. Seen by operating surgeon and ID consultant on (B)(6)2010, scab no longer present, no discharge, erythema or fluctuance though with small skin opening involving the frontal incision overlying the dbs hardware. Hardware not exposed. Empiric oral antibiotic prescribed. Subsequently patient reported no drainage though recurrent scab/soft tissue formation that would often fall off. To inspection, no drainage though skin area of concern, infection of dbs hardware suspected. Management options reviewed. On (B)(6)2010, entire right dbs system removed and submitted for culture analysis which were ultimately negative. Discharged home on (B)(6)2010; two weeks postop home IV antibiotic; good wound healing. Has not desired right dbs reimplantation; receiving partial benefit (versus bilateral dbs) from left dbs.

Manufacturer narrative:
(B)(4). Additional information from the uf/importer report: medtronic activa dystonia therapy. Deep brain stimulation.